Event description:
Correction- event occurred while testing with no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -13.85%. There was no reported adverse event.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good condition. There was no evidence of the reported issue in the event history log. The reported issue was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. There was no fault found with the returned pump.